Event description:
The customer reported that the system would not boot up. The c-arm appeared to boot normally but the workstation right monitor was blank. Also the system would not fluoro. A reboot did not clear the problem. System was pulled from service.

Manufacturer narrative:
The ge service rep performed the software reload and tested the system. The system now boots normally and is operating as intended.